Event description:
Edwards received notification that a 23mm valve was explanted at implant due to pvl and central regurgitation. The surgeon felt that the leaflets did not move well. As reported, the surgeon initially performed a partial sternotomy to implant the valve. The central leak was noted on echo after the aorta was closed, after going off pump. They decided to go on pump again and converted to completed sternotomy. Indication for initial replacement was calcification, but no relevant calcification was present in the annulus. The explanted device was replaced with good result with a 23mm edwards valve. A per echo review; there was moderate aortic regurgitation, with a definitively paravalvular jet origin. After the procedure the patient was noted as to be doing well.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer reports of pvl and central regurgitation was confirmed through attached echo review report. X-ray demonstrated wireform intact. Sewing ring was cut at multiple locations around the valve on the inflow aspect and exposed the wireform. Multiple sutures remained attached to the sewing ring. The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are multiple issues both device related and non-device related that may result in a change in operative strategy (e.g. Change from right thoracotomy to sternotomy or from port-access to sternotomy). A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient and procedural factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 23mm valve was explanted at implant due to pvl and central regurgitation. The surgeon felt that the leaflets did not move well. As reported, the surgeon initially performed a partial sternotomy to implant the valve. The central leak was noted on echo after the aorta was closed, after going off pump. They decided to go on pump again and converted to completed sternotomy. The explanted device was replaced with good result with another edwards valve. A per echo review; there was moderate aortic regurgitation, with a definitively paravalvular jet origin. After the procedure the patient was noted as to be doing well.